Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was dislodged post a coronary artery bypass (CABG) surgery. The dislodgement was confirmed via chest x-ray. The lead was explanted and replaced on 16 jun 2021. The patient was in stable condition.